Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from october 17, 2019 - october 18, 2019. H10: twenty-eight (28) actual samples were received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Additional magnified inspection was performed and no white foreign matter was observed in any of the samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white foreign material was found in twenty-eight (28) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to patient use. There was no patient involvement. No additional information is available.